Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the response buttons had to be passed multiple times to activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons must be pressed multiple times to activate device) has been confirmed. Upon eval, the backup battery was swollen and pressing against the front response button cable. The cause of the inability to activate the device with the depression of the response buttons is an intermittent cable. The cause of the intermittent response button cable is a kink in the cable. The cause of the kink is the pressing of the swollen backup battery against the response button cable. The root cause of the swollen backup battery cannot be positively identified. No adverse event resulted from the defective response button cable. The pt was issued a replacement monitor.